Manufacturer narrative:
Product analysis: the product remains implanted. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. It was indicated that the previously implanted valve had a very high gradient prior to the procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve into a non-medtronic bioprosthetic valve, the gradient was measured at 13 mm hg. After 3 hours, echocardiographic measurement of the gradient was 25 mmhg. The following day, an echocardiogram revealed that the gradient level increased to 50 mm hg. The patient was taken to the catheterization laboratory and the invasive measurement of the gradient was 42 mm hg. A balloon aortic valvuloplasty (bav) was performed twice and reduced the gradient to 27 mmhg. No further adverse patient effects were reported. It was reported that this was an emergent case as the non-medtronic bioprosthesis had degenerated significantly and had a gradient of 100 mm hg prior to the implant of the transcatheter valve. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.